Manufacturer narrative:
Based on the implant's device history record, the device was manufactured to specification. The implant will be retained by the patient, therefore, only limited investigation can be performed. Should additional information be obtained, this report shall be updated.

Event description:
It was reported that the patient was revised on (B)(6) 2011, due to a fracture identified through radiographic evaluation.